Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported from a journal article that a patient had a left hip revision on an unknown date. Six weeks postop, the patient presented with pain when sitting and with external rotation. X-rays confirmed acetabular cup mispositioning. CT showed recent periprosthetic hematoma with no active bleeding. The patient underwent revision of the mispositioned cup while the stem remained intact without signs of complication. During the revision, significant bleeding was noted, and the patient experienced post-hemorrhagic anemia requiring a higher level of care.

Manufacturer narrative:
(B)(4). G2: foreign: romania. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Saguna, c., berbec, n. M., platon, m., marcoci, a., jercan, a., colita, a., gherghe, m. E., nedelea, d.-g., cergan, r., scheau, c., & dragosloveanu, s. (2024). Postoperative thrombocytopenia after revision arthroplasty: features, diagnostic and therapeutic considerations. Life, 14(9), 1124. Https://doi.org/10.3390/life14091124.